Manufacturer narrative:
The device was returned for evaluation and the complaint was confirmed. No radiographs or images provided but it was reported to be flush in the set screw. Examination of the returned device identified excessive force as the likely cause of the tip fracture however, review of the manufacturing history found the device was release in the field over 6 years ago suggesting the root cause to be the result of age wear fatigue and excessive forces. The patient experienced no adverse consequence as a result of the failure. No additional investigation required. Label review: "... Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration.." "... Pre-operative warnings: the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "... Intra-operative warnings: if any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." (B)(4).

Event description:
On (B)(6) 2022 a patient underwent a posterior fixation procedure. During final tightening the driver tip fractured off in the fenestrated screw at left l4. It was reported to be cold welded into the engaged screw and was left in patient encompassed flush in the set screw. No adverse consequences to the patient were reported.